Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03787. It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The leads are not serialized; therefore, they are referred to as lead a and lead b. Lead a: the report of high impedance was confirmed. Analysis of the returned lead found minor tubing damage as a result of the explant procedure; however, it passed output resistance and inter-channel continuity testing. There were no anomalies that would have existed prior to explant that would have contributed to the allegation. Lead b: the report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where multiple internal wires were broken. These fractures are consistent with an overstressed condition or sudden event the lead was subjected to while still in vivo.

Event description:
Additional information received via device analysis confirmed that one of the patient's leads was fractured. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported as such.